Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous sodium (na) results. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that recalibration corrected the issue. Bec investigation indicates that quality control was low, out of the lab's established ranges, before the results were reported. Bec field service engineer (fse) replaced the sodium and carbon dioxide electrodes. The fse cleaned the flowcell and replaced the electrolyte injection cup valves.

Manufacturer narrative:
Evaluation results: flowcell.